Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted caller with performing pump reset, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction alarm appeared again, which caller acknowledged and understood.